Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
UDI - unknown part number. It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the rep, the surgeon was unable to program an implanted hakim valve, so it was revised.

Manufacturer narrative:
UDI : (B)(4). The device was returned for evaluation. The valve was visually inspected it was noted that the stator and x ray dot were dislodged as well as a crack and bump mark in the valve casing. Due to the condition of the valve, the cam position/pressure could not be determined. The valve was dismantled and was examined under microscope at appropriate magnification: a crack and a bump mark was noted in the valve casing. This is likely due to the valve receiving a hard knock. Corrosion was also noted on the stator and the x ray dot. The cam magnets were controlled per testing process and passed. -the root causes for the dislodged stator could be partly due to the valve receiving a knock. The root cause for the bump mark and crack in the valve casing is due to the valve receiving a hard knock. The root cause of the corrosion could not be clearly determined. Stator dislodgement of chpv has been previously investigated. The investigation concluded that several factors may contribute to the stator dislodgement. Trauma to the valve, whether it occurs while implanted or at explant, was the root cause of stator dislodgement. Galvanic corrosion could not be established as a direct root cause for those valves investigated, however it was found to be a contributing factor when trauma to the valve was found. Corrosion, when it arises, only arises after long term exposure to csf. This issue will continue to be monitored through monthly complaint trending and the post market surveillance process. At present, we consider this complaint to be closed.